Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 592 mg/dl and current blood glucose was 597 mg/dl. The customer treated high blood glucose with manual boluses. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. She will do right now and check blood glucose with that insulin she gave herself already. If she is still going high she will go to the emergency room. At the end of call she was over 600mg/dl and she gave herself later insulin. Customer did a rewind, fill tubing and insulin came out but the no delivery alarm came up. She rewound again and then it did not come up with alarm. The device is not expected to be returned for analysis.